Event description:
A user facility submitted a repair request to the olympus service center, for a gastrointestinal videoscope, leaking at the up/down angle knob. Upon inspection and testing of the returned device, foreign material was found clogged in the air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness of the up/down knob not maintained, water tightness of the zoom lever not maintained, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on insertion tube, insertion tube discolored, curved rubber scratches, curved rubber adhesive missing, curved rubber bond cracked, curved rubber adhesive part cloudy, air and water nozzles clogged and the draining function is reduced, foreign object inside the nozzle, tip cover is burnt due to handling (contact with high frequency snare, influence of radiant heat) increase, scratches found on the tip cover, variable hardness adjustment not working properly, objective lens adhesion part cloudy, lighting lens adhesion part cloudy, water tightness not maintained due to scratches on switch 1, scratches found on switch 1, switch sw4 worn out, paint peeling on the suction cylinder, scratches found on the universal cord, wrinkles observed in the universal cord, scratches on the scope connector side of the universal cord, plating peeling observed on the scope connector, and seizo seal peeling off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient cleaning or handling problems. Olympus will continue to monitor field performance for this device.